Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected non-fasting blood glucose test result range is 200-230mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a blood test was performed by the customer and produced test results of 114mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 08/13/2019 and open vial date is three weeks ago. The meter memory was reviewed for previous test result history: result 1 : 101mg/dl date: (B)(6) 2019 time:08:54am fasting; result 2 : 118mg/dl date: (B)(6) 2019 time:08:00am fasting; result 3 : 120mg/dl date: (B)(6) 2019 time:07:24pm n/fasting; result 4 : 113mg/dl date: (B)(6) 2019 time:06:51am fasting; result 5 : 141mg/dl date: (B)(6) 2019 time:05:13pm n/fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: #(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-62- user had poor technique. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-134: user has low glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected non-fasting blood glucose test result range is 200-230mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a blood test was performed by the customer and produced test results of 114mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 08/13/2019 and open vial date is three weeks ago. The meter memory was reviewed for previous test result history. (B)(6).